Event description:
A customer technical services associate received a report regarding a colleague pump which was noted to be turned off/powered off during a patient infusion of normal saline. Reportedly the patient's blood sugar dropped to an unknown level and the patient had become dehydrated. The patient condition was improved. It is unknown what interventions were required. It is unknown if the device has been sequestered.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. It is unknown if the facility will release the device for evaluation. Should the device be returned and evaluated or if additional information becomes available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). During a follow up call to the facility, the risk manager provided the following information: she "does not feel that there was a valid event and should not have been reported as a complaint. The was no patient injury or intervention required." The device was evaluated internally by the facility biomedical department and found to be functioning per specification. The device has been released for use. The facility declines to release the device to baxter for evaluation. The facility declines to provide further information related to this event. Based on the information provided by the risk manager, there is no evidence to reasonably suggest that a device malfunction or adverse event occurred.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore, the issue could not be confirmed and the root cause was undetermined. A device history review was performed and no abnormalities were noted. A service history review was performed and the device was serviced one time unrelated to the problem noted for this event.